Manufacturer narrative:
A patient experienced pain at the ipg site, as well as impedances on one of their scs leads was reported to abbott. As a result, the patient's ipg and impeded lead were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2024-00329 it was reported that the patient was experiencing pain at the site of their scs ipg as well as impedances on one of their scs leads. It was noted that patient experienced several recent falls and a fifty-pound weight loss. Surgical intervention was undertaken on 21dec2023 wherein the patient's ipg and impeded lead were explanted, replaced, and therapy was restored.

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) batch: a000128706.